Event description:
Patient with clinical picture suggestive of atypical presentation of pelvic congestion syndrome with paradoxical worsening while sitting. Symptoms noted to a greater degree on the right. Preoperative CT abdomen pelvis reveals dilated gonadal veins, pelvic variances as well as duplicated inferior vena cava. Patient presents for diagnostic gonadal and pelvic venography and sclerosis/embolization as indicated.   During the embolization phase a 8mm x 25cm ruby coil was selected. During preparation, the coil was determined to be defective as it unraveled on the tray. The coil was saved for investigation.